Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported when opening the tray in the or we noticed that the handle of the retractor was broken in half. Instrument was not used in the surgery and there were no adverse effects. Retractor broke into 2 pieces and all pieces were retrieved from the patient.